Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient was implanted with a bard/davol sepramesh ip to repair the patient's incisional ventral hernia. On (B)(6) 2016: the physician performed incision and debridement of the affected area in order to try and determine the cause. He subsequently prescribed a course of antibiotics to the patient. On (B)(6) 2017: the patient went back to see the physician for a repeat examination. The physician prescribed a course of antibiotics to the patient and ordered a CT scan of the abdomen. On (B)(6) 2017: the CT scan revealed a "central fluid component" near the ventral hernia repair site. On (B)(6) 2017: the patient was taken for a wound exploration and excision of small portion of the exposed mesh. Following this procedure, the patient continued to experience pain and non-healing wound at the site of his ventral hernia repair. On (B)(6) 2018: the patient underwent exploratory laparotomy and extensive lysis of adhesions to completely remove the mesh. During the surgery, it was discovered that the mesh was adherent to multiple loops of bowel, omentum and fascia. An area of chronic non-healing wound was connected from the skin to the mesh and to the bowel. Patient suffered injuries from the mesh including protrusion and deep infection of the mesh prosthesis requiring post implant revisions and treatment. The condition was so disabling that the patient required an additional surgery and incurred great mental and physical pain and suffering. As a result of the implantation and multiple painful surgeries to excise and remove the sepramesh ip, the patient suffered personal injuries. The patient was required and will continue to require treatment resulting in, among other things, medical and related expenses. The patient has also suffered and will continue to suffer pain, mental anguish, and diminished capacity for the enjoyment of life.